Event description:
The roller pump stopped unexpectedly during use. No pt injury was associated with this event.

Event description:
The roller pump stopped unexpectedly during use. No patient injury was associated with this event.